Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a fibrocalcific lesion in the mid left anterior descending (lad) coronary artery with 80% stenosis. The lesion was pre-dilated with 2.5x8 mm and 2.5x12 mm balloons at 10 atmospheres. The 2.5x33 mm xience alpine stent was deployed and when removing the device a dissection was noted at the distal end. A 2.5x8 mm drug eluting stent was used to treat the dissection. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.